Manufacturer narrative:
The manufacturer's investigation determined that for released software versions (9.1 to 11.0), the system is sensitive to a single fault on the input electronics on ppc1 (microprocessor) for the continue button signal. This has potential safety implications during the clearance check pps movements. Please see the attached risk assessment ((B)(4)) for further details. If the failure occurs during clearance positioning, the effect is that the pps movement will not stop when the continue button is released, but instead will continue to its target position. In the unlikely case that the clearance tool arm is in a position where it could collide with the patient and the operator does not move the clearance tool arm away from the patient, a head injury could occur. The likelihood of this occurring is determined to be improbable, therefore no field corrective action on released versions of the software nor product documentation updates are needed.

Event description:
There was no report of an adverse event. During the manufacturer's verification of an upcoming software release (version 11.1), a software improvement was made to reduce the possibility for a single fault on the mechanical buttons or electronics to result in an unwanted patient positioning system (pps) movement during the clearance check. The manufacturer's internal investigation determined that the released software versions from 9.1 to 11.0 do not require an upgrade to incorporate the improvement.